Event description:
Patient's husband reports that he has been having issues using the braun injekt syringe luer lock (10ml). (B)(4). He has been noticing for awhile that when he pulls the plunger down, it appears as if it is scraping the plastic in the inside of the syringe causing small particulate matter. This is the silicone free syringe. We are now going to send the patient different 10 ml syringes. Two clinicians, the rn writing this and a rph also experienced this when trying to evaluate the issue with the syringe. The particular syringe that we noticed this on is lot 15do7c8, ref (B)(4). However, the patient's husband reports that all of the syringes (in different shipments that we have sent them) have done this. Frequency: daily, route: for IV remodulin use. Diagnosis or reason for use: pah.